Event description:
It was initially reported by the treating physician that their handheld computer had a frozen screen. The site attempted troubleshooting, which did not resolve the issue. A message was showing indicated that "the timestamp of ran out," but when she pressed the proceed button, it would not move on to the next screen. Good faith attempts to obtain the device for analysis have been unsuccessful to date.